Manufacturer narrative:
Concomitant products: product ID 97791, lot# n365810, implanted: (B)(6) 2013, product type accessory; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient experienced shocking sensations following a reprogramming session on (B)(6) 2013 at her doctor's office. The shocks were reported to occur when the patient would 'increase stimulation.' It was additionally reported the patient 'needed to do another reprogramming session with the manufacturer representative.' Additional information reported the patient underwent another reprogramming session three days after the initial report. It was reported that 'a couple of programs toward the bottom of the lead were found to provide relief to the patient where she needed it (in her back) without causing a shocking sensation when she raised her arms.' Impedance testing revealed 'no out of range results.' Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Event description:
Additional information received reported that the patient received device reprogramming around one month after the event was reported initially. It was noted that no high impedances were noticed. It was further noted that the patient felt the stimulation was working well and sometimes felt a bit strong. It was reported that the patient was instructed on how to turn stimulation up and down.

Manufacturer narrative:
(B)(4).